Manufacturer narrative:
The visual examination of the jagwire revealed that the tip was peeled, exposing the corewire at approximately 2.2cm from the distal tip. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture and the outer diameter of the guidewire was found to be within specification. The returned unit was not consistent with the complaint that the hydrophilic tip was detached. The available information fails to indicate a definite or probable root cause for this event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima¿ nasobiliary catheter kit was used during removal of bilestone performed on (B)(6) 2014. According to the complainant, when the guidewire was being advanced into the papilla during a contrast study with an ercp cannula, approximately 5mm of the tip of the guidewire broke and detached inside the patient. The detached tip was caught in the ostium of papilla and was attempted to be removed with forceps. However, the detached portion was not found and is expected to pass naturally. The procedure was not completed. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a flexima¿ nasobiliary catheter kit was used during removal of bilestone performed on (B)(6) 2014. According to the complainant, when the guidewire was being advanced into the papilla during a contrast study with an ercp cannula, approximately 5mm of the tip of the guidewire broke and detached inside the patient. The detached tip was caught in the ostium of papilla and was attempted to be removed with forceps. However, the detached portion was not found and is expected to pass naturally. The procedure was not completed. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of guidewire distal tip detached exposing the tip of the metal corewire. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.